Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open bed sores on her back. There was no alleged device malfunction contributing to the irritation. It was reported that the cardiologist confirmed that the two bed sores were caused by an allergic reaction to the therapy electrodes. The physician told the patient to remove the lifevest until the wounds heal. The physician also recommended applying hydro-cortisone cream to the irritation. The doctor stated it was up to the patient if she wanted to return the lifevest, as he advised he couldn't guarantee the problem wouldn't continue if she wore it. The patient decided to return the equipment. Follow up indicated that the skin irritation improved upon following the physician's recommendations.